Event description:
It was reported that this pacemaker device exhibited sharp increase in pacing impedance measurements along with high capture thresholds on the right ventricular (rv) channel. Technical services (ts) reviewed the data and was concern if there was loss of capture (loc) or not. Ts stated that there were large number of ventricular episodes and these episodes could indicate noise seen on the rv. Furthermore, there were high number of non-sustained vt episodes at higher frequencies that could therefore indicate a lead fracture. Ts recommended lead replacement. This device remains in service. No adverse patient effects were reported.